Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Event site postal code is (B)(6).

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) had over heating alarm. There was no harm reported.